Event description:
It was reported the customer was unable to upload to carelink. The customer's blood glucose was 563 mg/dl. The customer was able to upload to carelink at the end of the call. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.